Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump turned off after battery change while trying to deliver a bolus. The insulin pump turned on after multiple battery changes and the buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed failed battery test. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm failed battery test, unexpected battery power loss, low battery alert and unable to perform any tests due to buttons unresponsive. Insulin pump was received with corroded battery tube noted.